Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and spinal pain. It was reported that the patient¿s stimulation system was not working. The patient had not used stimulation for about 2 years as it had not been helping the patient. It was noted that the scs system did not work for them. No further complications were reported.